Event description:
It was reported that the asymptomatic patient presented for routine follow-up with episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed.